Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any unexpected outcomes or complications as a result of the intestinal tract that came out from the vaginal stump? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the current status of the patient? Please provide the lot number. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a robot-assisted total hysterectomy on (B)(6) 2022 and a barbed suture was used. In the hysterectomy, the stump suture was performed with a device, and the bladder peritoneum and retroperitoneum were also sutured together during the reverse suture with continuous suturing. The device was used on vaginal cuff. Two months post-op, when the patient breathed vigorously, the intestinal tract came out from the vaginal stump. At the time of intestinal tract prolapse, dehiscence of the wound was confirmed, but there was no suture breakage. After intestinal tract prolapse, reoperation was performed, and it was completed without any problem. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female. The diagnosis and indication for the index surgical procedure?: unknown. On what tissue was the suture used/location of suture placement?: vaginal stump what tissue dehisced?: vaginal stump what was the tissue condition (normal, thin, calcified, fragile, diseased)?: unknown was the fixation loop secured to tissue at the initiation of suture use during the index procedure?: unknown was at least one reverse stitch performed prior to closure?: yes, but bladder peritoneum and retroperitoneum were suture with vaginal stump at reverese stitch. Onset date/time of dehiscence? (# post op days): about 2 months post op. How was the dehiscence managed?: reoperation please describe any surgical intervention required for the wound dehiscence including date and findings.: reoperation please describe the appearance of the suture during the second procedure.: not broken. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue?: unknown did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?: unknown what symptoms did the patient experience following the index surgical procedure? Onset date?: unknown other relevant patient history/concomitant medications?: unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. What is the patient's current status?: no problem lot number?: unknown.